Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ek002su - disp.univ-sealing unit f/10/12mm trocars. According to the complaint description, the seals were tearing during laparoscopic glastric sleeve cases. It was needed to insufflate the abdominal cavity and retrieve the broken pieces. An additional medical intervention was necessary. This event prolonged the surgery for 5 to 10 minutes. Additional information was not provided nor available. The adverse event is filed under aag reference 100032682 (400593134). Involved components ek002su - disp.univ-sealing unit f/10/12mm trocars - 52763126.

Manufacturer narrative:
Investigation results: this failure mode resulting from this case has been evaluated already in a similar complaint and can therefore be defined as a repeating failure mode. The repeating failure mode was confirmed based on costumer description and the investigation. The devices are not fluorinated to specification. If done correctly, small micro lines can be found on the surface. If not done correctly, these lines are not visible. This failure can lead to high friction between the inserted dilator or instrument and cause the internal parts to jam and detach. Batch history review: manufacturing related defects were found that were not detected by the tests during the manufacturing process. The tests will be reviewed and adjusted accordingly. No similar incidents have been filed with products from this batch. The current failure rate is within the risk analysis and therefore acceptable; severity was 3(5) and probability 2(5). Conclusion and preventive measures: based upon the investigation results, the root cause is manufacturing - related. Based upon the investigation results, a deviation (product safety case) had been initiated.

Event description:
Involved components ek002su - disp.univ-sealing unit f/10/12mm trocars - 52763126.

Manufacturer narrative:
Additional information: b4 - event date updated b5 - updated, leading materials h3 - yes, evaluation h6 - codes updated investigation results updated: investigation results: market feedback had been received regarding disposable seals for aesculap trocars manufactured as of the end of march 2022. Customers complained about higher friction when inserting 10mm instruments, pulling out the seal when removing instruments or obturators, and tearing off parts of the seal during surgery. This renders the products unusable and they have to be replaced. The incorrect usage of the product, not following warning notices given in the instructions for use (IFU), contributes to this failure. The affected products were not fluorinated according to the valid product specifications at the time of production. The deviating fluoridization can lead to an increased friction between inserted dilator or instrument and may cause the internal parts of the product to jam and/or detach when increased forces are applied by the user. Batch history review: review of the complaint history revealed that five (5) similar complaints have been filed against the affected batch number. Conclusion and preventive measures: based upon the product investigation results an internal risk evaluation/assessment (product safety case) with reference number psc 2022-082 were initiated to reduce the probability of the contributing usage error. If the IFU is followed properly by the end user, the failure scenario is avoided and the safety and efficiency of the product is given. As a preventive action the supplier of the product will change the fluoridation process and will implement a 100% in-process control directly after fluoridation.

Event description:
Update: previously reported involved component is now also considered to be a leading material.